Manufacturer narrative:
An event regarding crack/fracture involving an unknown ceramic liner was reported. Damage on the rim of metal liner (consistent with articulation of head against the rim of metal liner) was also observed on the provided images.the event was confirmed based on the images of the explanted device and medical review. Method & results: -device evaluation and results: the reported device was not returned however photographs were provided for review. The photographs shows a recently explanted ceramic liner still mated with the external metal liner component. A section of ceramic liner has fractured off with some images of debris also being provided. Wear/damage is also observed on a section of the metal liner. -clinician review:a review of the provided medical records by a clinical consultant stated the following comment: x-ray confirms femoral head is not congruent within acetabulum, consistent with acetabular liner fracture, however, need additional information; primary and revision operative reports, clinical and past medical history, additional serial dated x-rays and examination of explanted components. Device history review: could not be performed as lot code information was not provided. Complaint history review: could not be performed as lot code information was not provided. Conclusion: the provided photographs and medical review have confirmed the crack/fracture of the ceramic liner and damage to a section of the rim of the metal liner (consistent with head dislocation and articulation with the metal liner), however, the exact cause of the event could not be determined because insufficient information was provided. Additional information including device details, operative reports, progress notes, x-rays and return of the device are needed to fully investigate the event. If further information becomes available or the product is returned, this investigation will be re-opened.

Event description:
As reported by rep: "patient has broken ceramic insert in left hip. Cup, liner, and head revised". X- rays and explant pictures provided. Update 22/july/2019 wg: rep called in response to first request for additional information. The head was articulating on the rim of the liner, causing a black mark on the head. A 56mm trident hemispherical cluster hole shell, alumina insert, and alumina head were revised to 58mm tritanium revision shell, mdm/ adm liner construct, and biolox ceramic head. Primary implantation took place at an unknown facility in 2004. No further information is available.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
As reported by rep: "patient has broken ceramic insert in left hip. Cup, liner, and head revised". X-rays and explant pictures provided. Update 07/22/2019 (B)(6): rep called in response to first request for additional information. The head was articulating on the rim of the liner, causing a black mark on the head. A 56mm trident hemispherical cluster hole shell, alumina insert, and alumina head were revised to 58mm tritanium revision shell, mdm/ adm liner construct, and biolox ceramic head. Primary implantation took place at an unknown facility in 2004. No further information is available.